Event description:
The patient was revised due to pain, intraoperatively osteolysis, poly wear of the insert was found. The femoral component was also cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.